Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/19/2014 with the following findings: a review of the black box showed multiple ¿no cartridge detected¿ warnings on the reported event date. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on appropriately to the verify screen. During investigation, the piston was unable to recognize the cartridge, and a load step malfunction was duplicated. An ezprime operation was attempted, and the pump clearly displayed a visual alert to ¿disconnect infusion set from your body¿ prior to performing the ezprime. The force sensor was found to be out of calibration. The pump cover was removed, and the force sensor trace was observed to be cracked, resulting in an intermittent condition. Unrelated to the complaint, investigation revealed that the display was dim and discolored and there were multiple deep scratches observed on the display lens.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient had inadvertently received 29units of unintended insulin and her blood glucose (bg) dropped to 35mg/dl and she felt jittery. The patient was given juice and crackers to treat the low bg and bg levels were 66mg/dl at the time of the call to animas. The reporter stated that the pump had alarmed for ¿no prime/no delivery¿ and that the patient was attached to the pump when it was re-primed. A review of the prime history confirmed a 29unit prime had occurred. The reporter stated that a new cartridge was loaded and insulin dispensed during the load step. The patient reportedly discontinued the pump and went on an alternate form of insulin delivery. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy. It is unclear at this time if the low bg was solely related to use error in priming while attached or if the load step issue may have also been a contributor.